Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated falsely low sodium (na) results. Customer stated that the samples were repeated on another dxc instrument in the laboratory, the results of which were reported. Customer did not state how many samples were affected, and was only able to provide one verbal example. Customer stated that no one was affected by or exposed to the leak. The field service engineer (fse) inspected the instrument and replaced the carbon bridge. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
The issue appeared to have been resolved after the field service engineer replaced the carbon bridge on the instrument. Note: customer called on 11/03/2011 to report that the issue reoccurred, and that falsely low sodium results were generated for five patients samples. That event was filed as medwatch #2050012-2011-07955, and the beckman coulter, inc. Identifier for that report is (B)(4). (The beckman coulter, inc. Identifier for this report is (B)(4).)